Event description:
A customer reported to beckman coulter, inc. (Bec) that reagent probe b collar wash on unicel dxc 600 pro synchron clinical system was leaking fluid. The customer found fluid on floor of the reagent carousel and in black tray over reagent carousel. Fluid is contained to the analyzer. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, field service engineer (fse) checked the vacuum at wash collar, and there was no vacuum. The fse replaced reagent probe a wash collar valve. (B)(4).